Manufacturer narrative:
(B)(4). Method: both the inspiratory and expiratory tubes of the complaint rt236 breathing circuit were visually examined and tested for bent heater wire pins by connection to a heater wire adaptor. Results: testing indicated that one of the heater wire pins in the inspiratory tube was bent, preventing full insertion of a heater wire adaptor to the breathing circuit. A lot check revealed no other complaints of this nature for the lot number provided. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail, are rejected. It is likely that the bent pin in this case occurred post-production, for instance during equipment set-up by the user. It is possible for the heater wire pins to become accidentally bent if the heater wire adaptor is inserted into the heater wire plug at an angle, for instance. Bent pins do not prevent ventilation of the patient, but can affect the heating of the ventilatory gas delivered. (B)(4).

Event description:
A hospital in (B)(6) reported via our distributor that the heater wire in an rt236 infant dual-heated evaqua breathing circuit could not be connected to its heater wire adaptor. No patient consequence was reported.